Manufacturer narrative:
(B)(4). Sigma evaluated the device in question . During the device eval, multiple system error 322 alarms were observed caused by a failed input/output printed circuit board (I/o pcb). After the I/o pcb was replaced, the unit was tested for 3 hrs and no system error 322 alarms were observed. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. At this time, the date of event is unk.

Event description:
It was reported that a system error 322 occurred while on a pt. The device was programmed to deliver medication to a pt, after approximately 2 minutes the pump alarmed for the system error (medication, programmed amount and delivery rate unk).